Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma.

Event description:
Patient reported right side producing seroma, ten months post explant removal. It was noted the diagnosis of bia-alcl is still under consideration. The device has been explanted.

Event description:
Patient reported right side producing seroma, ten months post explant removal. Patient tested negative for bia-alcl in the right capsule. The device has been explanted.

Manufacturer narrative:
Clarification to h.10. Related report numbers: information submitted in mrn 9617229-2024-02657 pertains to the same device as this record. Mrn 9617229-2024-02657 captured the reports of rupture and capsular contracture baker grade IV that occurred on (B)(6) 2023 and was resolved with device explant on (B)(6) 2024. This record captures the report of seroma that developed after the device was explanted. Additional, changed, and/or corrected data: b5, b6, h6, h10, h11.

Event description:
Patient reported right side producing seroma, ten months post explant removal. It was noted the diagnosis of bia-alcl is still under consideration. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a4, a5, a6, b3, d6b, g2.